Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawers 1.4, 1.5, 1.9, 1.10, 1.11 and 1.13 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple mini trays failed. A field service engineer (fse) replaced the controller and tested the unit using diagnostics. Both tests passed successfully. The system functioned as intended after the field service engineer repaired the device.